Event description:
It was reported that the patient had the artificial urinary sphincter replaced on (B)(6) 2018 due device dysfunction. A new artificial urinary sphincter system with a 3.5cm cuff was implanted.